Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The cutter device was received with rust and galling consistent with the device usage. The cutter shaft diameter was measured, 0.12430 to be within the limits (0.1242¿ to 0.1246). The cutter length was also measured, 3.3110¿, to be within the limits (3.3085¿ to 3.3135). However, the cutter would not pass through a 0.1247¿ o ring gauge due to raised galling. The cutter raised galling appeared to have been caused by the associated craniotome attachment bearings during use of the cutter. The observed rust on the cutter was consistent with the cutter having been used. The reported cutter interfered with the craniotome attachment was confirmed due to galling of the cutter shaft from the associated craniotome attachment bearings during use of the cutter. The assignable root cause was determined to be due to user error . If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the cutting burr device interfered with the craniotome attachment device during use. It was further reported that the surgeon connected another burr device with the attachment device and confirmed that there were no issues. It was not reported if there were any delays to the surgical procedure. A spare device was available for use. It was reported that the surgery was completed without any issues. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.